Event description:
It was reported that the device had failed pressure test by being greater than upper limit. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.This report lists IMDRF Annex A, C, D, and G codes that are reportable malfunctions observed on the device during servicing.Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.